Event description:
The nurse reported - "I attempted to reset the ICU bed 3 times to be able to raise and lower this bed while the patient was in it. I ended up having to lift the patient up in the bed while the head of the bed was at about 40 degrees with the help of a colleague. When doing this awkward lift, while managing ventilator tubes and patient, I felt a pinch and sudden pain in my mid to lower back. My back is very sore and now I am getting muscle spasms in my back. This bed was previously noted to be the broken bed from another room that someone placed back on the unit. A elderly lady who was about to pass away was in this bed and had to be moved in her feeble condition to a working bed."